Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the device was giving error. Upon checking with customer, quote for evaluation and repair service was sent to customer. No response received from the customer and quote expired. No service has been performed by philips. To date, no further information was received.

Event description:
It has been reported to philips that the system gave an error. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.